Event description:
The initial reporter complained of a discrepant high glucose result for 1 neonate patient tested on an accu-chek inform ii system compared to a cobas b 123 <4> poc system. The result from the inform ii system was in question. The cobas b 123 system is currently not sold or available for sale in the us. At 10:11 a.m., the result from the inform meter was 4.2 mmol/l. At 10:14 a.m., the result from the b 123 system was 2.78 mmol/l.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The test strips were requested for investigation.

Manufacturer narrative:
Section d9 was updated. The test strips were received for investigation. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results, and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.